Manufacturer narrative:
(B)(4). Batch # ni. Additional information was requested and the following was obtained: did the device cut? No information, but the device functioned as intended at the 1st firing.

Event description:
It was reported that during a semi-open lobectomy, the knife stopped at an existing staple line at the 2nd firing on the pulmonary parenchyma though the device functioned as intended at the 1st firing on the apical portion of the lung. Then, staples fell into the patient in clumps when the jaws were opened with the manual override lever. The fallen staples were retrieved from the patient. The cartridge was gold. The staples of the proximal end were deployed but they were formed in lumbricoid shape. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m53238. Result code: the analysis found that one pce45a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60d cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No malformed staples were noted during functional testing. The reported event could not be confirmed as a short cut or absent cut were not noted during functional testing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.